Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle there was leakage at the rubber sleeve which remained stuck onto the cannula after 2/3 tubes were sampled. There was no report of injury or medical intervention

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Conclusion: as there was no sample or photo available for evaluation, a root cause could not be determined.